Manufacturer narrative:
Insulin pump did not response due to flattened button dome switch. Insulin pump was monitored and has no audio beep anomaly noted. Insulin pump had a cracked battery tube threads.

Event description:
Customer reported a button error on his insulin pump. The buttons are unresponsive. Customer's blood glucose is 262 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.